Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that on (B)(6) 2026, a 7f amplatzer trevisio delivery system was chosen for a procedure. The device was properly flushed and prepared according to the instructions for use (IFU). The patient underwent femoral access using a standard femoral introducer, followed by prior dilation using the dilator from the femoral puncture kit. The sheath had not been inspected prior to use. During insertion through the patient¿s skin in the right femoral region, resistance was encountered despite prior dilation, at which time a defect was noted. During advancement of the sheath through the femoral access, deformation of the distal end of the sheath was observed after contact with tissue along the puncture path, with small ¿teeth-like¿ deformities identified at the tip of the sheath. Device contact with the patient was limited to this initial insertion attempt, with no advancement of the system thereafter. No interaction with cardiac structures occurred, and no angulation or kinking of the delivery system was observed. To mitigate the risk of vascular complications, increased friction, potential device damage, and implant failure, the initial sheath was not used further. A second sheath of the same caliber was opened and advanced, allowing the procedure to be completed safely. There was no clinically significant delay, the patient remained hemodynamically stable throughout the procedure, and no tortuous anatomy was observed or reported.